Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). The retained sensor wire mentioned is being reported under MFR# 3004753838-2016-80565.

Event description:
Dexcom was made aware on 09/15/2016, that on (B)(6) 2016, the patient experienced a skin reaction. It was reported that after the patient had surgery for a retained sensor wire, they developed an abcess, infection and fever. Abcess and infection were located on the right side of the belly button, at the site of sensor insertion. On (B)(6) 2016, the patient was treated using prescribed antibiotics. At the time of contact, the patient was in stable condition but was recovering. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.